Event description:
The customer reported that the device unexpectedly shut down. There was no impact to the involved patient.

Manufacturer narrative:
The customer reported that the device unexpectedly shut down. There was no impact to the involved patient. The device was evaluated locally and the ac power supply was found to have caused the problem. It was replaced to resolve the issue.